Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit does not work well it stops.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) unit does not work well it stops units cable is damaged. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10, h6(clinical & impact).

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) unit does not work well it stops units cable is damaged.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse replaced the coiled cord cable to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.